Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented at an in-clinic follow up. Upon interrogation the right atrial lead exhibited loss of capture. Chest x-ray confirmed that the lead was dislodged. It was also noted that the p wave was low and unable to pace. Since the patient was not pacing dependent, programming changes were made to make sensing possible. The patient will continue to be monitored and was reported as stable.

Event description:
New information received indicated that the patient experienced episodes of dizziness, possibly due to the loss of capture and dislodgement. Patient will continue to be monitored.